Event description:
It was reported that the sleek 4.0mm x 150mm l=155cm balloon tore off balloon catheter during ballooning of the popliteal artery with a non cordis catheter sheath introducer. The balloon was retrieved by using a snare and the procedure was completed. There were no patient injuries. The reportable event type is serious injury.